Event description:
It was reported that the telemetery battery reading was lower than the actual voltage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): performance data collected from the device was analyzed and revealed that on (B)(6) 2010 there was a low telemetered battery voltage of 2.47v, while the daily battery voltage trend measurement was 2.89v.

Event description:
It was reported that the telemetry battery reading was lower than the actual voltage. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device had possible premature battery depletion and high battery impedance. The device is explanted and replaced. No patient complications have been reported as a result of this event. It was reported that the telemetry battery reading was lower than the actual voltage. The device remains in use. No patient complications have been reported as a result of this event. (B)(6) 2011 it was reported that the device had possible premature battery depletion and high battery impedance. The device is explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) the device was returned, analyzed, and analysis results revealed high battery impedance. Performance data collected from the device was analyzed and revealed that on (B)(6) 2010 there was a low telemetered battery voltage of 2.47v, while the daily battery voltage trend measurement was 2.89v.